Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and a battery were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system's vertical column was inoperable. No report of patient or staff injury.